Manufacturer narrative:
Other relevant components include: product ID 8703w, serial# (B)(4), implanted: (B)(6)1996. Explanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid, bupivacaine, and clonidine at unknown concentrations and doses via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that surgical intervention occurred as the patient was brought in on (B)(6) 2017 for a catheter revision and pump replacement. The catheter was found to be occluded and there was a 6 ml volume discrepancy as they expected 13.8 ml but got 19.8 ml. Signs or symptoms the patient was experiencing related to the issue were unknown. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. The date of the event was reported to be (B)(6) 2017, the date the pump and catheter were completely explanted and replaced. It was indicated that the pump would not be returned as it was discarded but the catheter would be returned but was currently in possession of the hospital. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the eve nt could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
The catheter was returned, and analysis identified wear on the motor o-ring for gear number three, the catheter access port (cap) was aspirated and found to be patent, the battery voltage tested within specification, visual inspection of the hybrid (circuit board) and the peristaltic pumping mechanism (rotor) did not identify any anomalies, and pressure testing did not identify any leaks or breaches in the internal pump tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone 1.5 mg/ml at 0.4717 mg/day, clonidine 150 mcg/ml at 47.17 mcg/day and bupivacaine 3.0 mg/ml at 0.9434 mg/day. If information is provided in the future, a supplemental report will be issued.